Event description:
The healthcare professional reported that during an endovascular embolization procedure, the complaint stent, a 4mm x 30mm enterprise 2 stent (encr403012 / 6610186) was impeded in the distal end of the concomitant microcatheter (unspecified brand) and could not pass through it. The microcatheter was not replaced; the physician retracted the stent and replaced it to complete the procedure. There was no report of any negative patient impact. The complaint included three photos. On 18-may-2023, additional information was received indicating that the target of the procedure was the middle cerebral artery (mca). The microcatheter used was a cerenovus microcatheter (catalog / lot number unknown). The information indicated that the photos showed slight kink in the delivery wire, and that was a consequence of the reported resistance encountered. The stent component was separated from the delivery wire without intention. The information indicated that no other devices were successfully used with the microcatheter prior to and after the resistance encountered. The complaint device did not appear damaged. Nothing was noted to be obstructing the microcatheter; continuous flush was maintained through the microcatheter. Excessive force had not been exerted on the device. Based on the additional information received on 18-may-2023, the event has been deemed usfda reportable under 21 cfr 803 with a classification of ¿malfunction.¿

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6) . The initial reporter email address was not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. The product analysis team reviewed the three photos included in the complaint. The review is documented below. [Photo review]: three photos were attached to the complaint file, in one only the pouch label was shown. In the rest, it was noted that the stent is already detached from the delivery system; no visible damages were noted on it (i.e., no kinks, bents, or broken struts). Both ends can be appreciated as completely flared. The distal portion of the delivery wire was also shown and it was noted that it has a kinked condition, no other damages were appreciated. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 6610186. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. The issue documented in the complaint regarding the stent becoming stuck in the microcatheter was not able to be evaluated based on the provided photos because a functional analysis needs to be performed; however, the kinked conditions seen in the delivery wire were reported to be the result of the stent impending in the microcatheter. The complaint also detailed that the stent became separated from the wire without intention, which could be a consequence of the stent being impeded in the microcatheter. This investigation was performed based only on the photos provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
(B)(4). The purpose of this MDR submission is to report that the product was received in the product analysis lab on 05-jun-2023. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigation finding of the returned device. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 4mm x 30mm enterprise 2 stent was received contained in the decontamination pouch. Visual inspection was performed. It was noted that the stent component was returned already detached from the delivery wire. The delivery wire was observed without damages (i.e., no kinks, no bends, and no elongations). The introducer component was not returned. Microscopic inspection was performed on the stent component. It was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks); also, it was noted fully expanded, both ends can be noted as completely flared. The delivery wire was inspected under microscope, and no damages were found on it; the kinked condition seen in the provided pictures was not found in the received device. The distance between the delivery wire tip and the reference marker was measured, and it was confirmed to be within specifications. The reported issue in the complaint regarding an early deployment of the stent was confirmed due to the detached condition of the stent. However, the issue documented that the stent became impeded in the distal end of the microcatheter cannot be evaluated through functional test since, the stent was found to be no longer on the delivery wire. In addition, none of the returned components presented damages to suggest that they were forcibly advanced because of the resistance encountered during the procedure. With the limited evidence available, the root cause cannot be determined. It is possible that clinical and procedural factors, including device manipulation, patient's vessels, and operator's technique, may have contributed to the reported failure. There is no indication that the issue reported in the complaint is a result of a defect inherently related to the enterprise device. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 6610186. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instruction for use (IFU) does contain the following recommendation: do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.